Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal stent had been successfully implanted to treat a substantially ingrown intrinsic malignant tumor in the mid-distal esophagus, during a stent placement procedure performed sometime in (B)(6) 2017. Reportedly, the patient¿s anatomy was tight. Approximately six weeks post stent placement, the physician performed a follow-up x-ray and the stent was noted to have migrated into the stomach. On (B)(6) 2017, the migrated stent was removed using reusable rat tooth forceps and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be stable.